Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient has infusion flow block issue on (B)(6) 2026. Patient experienced high blood glucose which lasted for five hours and treated with manual pen injection. No further information available.